Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed the pump displayed an occurrence of a "no disposable" alarm. Functional testing involved three separate delivery accuracy tests and showed that the device was within manufacturing specification of +/- 6%. The downstream occlusion sensor was tested and measured within manufacturing specification. Based on the investigation, the complaint allegation was not confirmed. Report source: foreign country: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump alarmed. Per reporter a "no message" alarm sounded. It was reported that subsequently the pump was replaced. No adverse patient effects were reported.